Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced resistance when filling multiple cartridges. Reportedly, the customer changed the needle and was able to load the cartridge successfully. There was no reported impact to the customer's blood glucose level.